Event description:
It was reported that the customer had emergency medical technicians come out to his home three times over the course of a week and prior to that, as well, due to low blood glucose. The most recent visit was on (B)(6) 2014. His blood glucose was 41 mg/dl, he was treated and his blood glucose went up to 60 mg/dl. At the time of the report, the customer's blood glucose was 22 mg/dl and he had treated with glucose tablets. On (B)(6) 2014, the customer could not be woken up and had a low blood glucose of 22 mg/dl when emergency medical technicians were contacted. On (B)(6) 2014, the customer had a blood glucose of 24 mg/dl and had been bouncing into walls when emergency services were called. On another date that was unknown, emergency services were called when the customer was not responding and sweating profusely. His blood glucose was in the 20 to 29 mg/dl range. Troubleshooting was performed. (B)(6).

Manufacturer narrative:
The insulin pump passed functional testing including rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. No excessive no delivery alarms noted. The drive support disk was inspected and no anomalies were noted. The insulin pump was received with cracked case at display window corners, battery tube threads and minor scratched display window.

Manufacturer narrative:
The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.